Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed as the patient was septic with vegetation noted on the tricuspid valve. No further patient complications have been reported as a result of this event.